Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with a 6f sheath. Reportedly, the prostyle device was unable to be removed from the patient. A cutdown was performed and the device was removed. There was adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported device entrapment could not be determined. Factors that may contribute to a device entrapment include but are not limited to: tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. Device manipulation with the foot deployed in the anatomy possibly caused the footplate displacement or stick out of the body of the device which led to foot separation and subsequent damages. However, it is also possible that the foot separated during the cutdown. Factors that may contribute to a needle to cuff miss include but are not limited to, an interaction with patient anatomy or inability to maintain position/stability of the device during deployment. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem updated

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with a 6f sheath. Reportedly, the prostyle device was unable to be removed from the patient. A cutdown was performed and the device was removed. There was adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. Follow-up with the site was attempted; however, no additional information was provided.